Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-aug-2018 with the following findings: a review of the black box showed evidence of a call service 078 alarm. The battery compartment was cracked above the bumper pad. Unrelated to the original complaint, corrosion was observed in the battery compartment. The call service 078 alarm was duplicated during rewind. The leak test verified a leak in the battery compartment. The pump cover was removed to find internal moisture on the motor connector and printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.